Event description:
The customer stated he was taken to the hospital due to low blood glucose levels. The customer stated he followed the bolus wizard instructions on the insulin pump to give a bolus, and was later found unconscious. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.